Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a neurostimulator implant procedure, the physician had to reposition the lead through the needle in the epidural space. The lead did not come out easily and was observed to be damaged ("stretched") between electrodes 1 and 2. A new was then placed. The pt was reported to be receiving optimal stimulation post-operatively.